Manufacturer narrative:
Event site name and address: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the headlight screws were loose. Based on photographic evidence, a designated complaint unit employee also observed that the paint was peeling on the headlight cover. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and h6 adverse event problem and evaluation codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the headlight screws were loose. Based on photographic evidence, a designated complaint unit employee also observed that the paint was peeling on the headlight cover. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the headlight screws were loose. During revision of available information together with photographic evidence, a designated complaint unit employee also observed that the paint was peeling on the headlight cover. However, after a thorough analysis performed by the subject matter expert, the issue with peeling paint was classified as non-reportable as it will be concealed, making the defect non-visible and posing no risk to patient safety. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of headlight during procedure could lead to serious injury and falling of screw or its particles into sterile field or during procedure may cause contamination. Previous h6 medical device component code: mechanical- fastener- screw; mechanical- coating material. Corrected h6 medical device component code: mechanical- fastener- screw. Previous h6 medical device problem code: material integrity. Problem/degraded/peeled/delaminated; mechanical problem. Corrected h6 medical device problem code: mechanical problem. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the headlight screws were loose. During revision of available information together with photographic evidence, a designated complaint unit employee also observed that the paint was peeling on the headlight cover. However, after a thorough analysis performed by the subject matter expert, the issue with peeling paint was classified as non-reportable as it will be concealed, making the defect non-visible and posing no risk to patient safety. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of headlight during procedure could lead to serious injury and falling of screw or its particles into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer site. As they stated, an issue was reported involving the loosening of the three screws securing the beam to the frame. The device has not been maintained by getinge, and no records or information regarding preventive maintenance are available. Based on photographic evidence, the beam appeared partially detached from the frame, revealing a clearly visible gap. However, the three screws remained engaged with the frame. To prevent the loosening, the production assembly procedure "gom 5344" indicates to use loctite 243 threadlocker on the 3 fixing screws. The powerled instruction for use IFU 01581 mentions to check the integrity of the device performing, by trained personnel, daily visual and functional inspections to ensure that the product used is compliant. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the headlight screws were loose. During revision of available information together with photographic evidence, a designated complaint unit employee also observed that the paint was peeling on the headlight cover. However, after a thorough analysis performed by the subject matter expert, the issue with peeling paint was classified as non-reportable as it will be concealed, making the defect non-visible and posing no risk to patient safety. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of headlight during procedure could lead to serious injury and falling of screw or its particles into sterile field or during procedure may cause contamination.